Event description:
The device was used during a laparotomy. Reportedly, the suture broke and the wound dehised. The surgeon performed a re-operation and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.